Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary (B)(4). The full lead was returned, analyzed and no anomalies were found. It was noted that the visual summary analysis of the lead indicated apparent explant damage. Concomitant products: 5076 implantable pacing lead - (B)(6) 2009; 6947 implantable tachy lead - (B)(6) 2009. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead was causing diaphragmatic stim to the patient. Lv pacing was initially programmed off, and the lv lead was subsequently removed and not replaced. No patient complications have been reported as a result of this event.